Manufacturer narrative:
.

Event description:
It was reported when the patient presented in hospital for unrelated condition, device interrogation revealed that non-capture events coincided with non-sustained right ventricular oversensing episodes. The patient was previously diagnosed with orthostatic hypotension and had fallen. Increased capture threshold was noted following the diagnosis. It was suspected that the leads may have been impacted by the fall. The patient was presyncopal during the loss of capture events. The device was re-programmed and the patient will continue to be monitored. No further episodes have occurred since the reprogramming.